Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that while setting up the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, they experienced a lot of resistance when pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath, medium. The dilator would not go all the way in. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was replaced and the issue was resolved. The case continued. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote. On 5-aug-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A bent, on the shaft, was observed close to the handle. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was returned and was found in normal condition; no anomalies were observed. The valve dislodgment is related to the resistance reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).